Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) displayed out-of-range pulse width measurements during preventive maintenance. It was advised that the manufacturer¿s manual should be used as the primary reference during preventative maintenance. It was also noted that the third party manual may lack clarity regarding channel settings during the test, which led to confusion, and the issue has been staged due to this ambiguity. There was no patient involvement.